Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, ¿surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling.¿ this report is number 1 of 2 MDR's filed for the same event (reference 1825034-2015-00125 and 00126).

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2015. During the procedure, the mechanism of the black handle was too proud and didn't function properly, the tip of the impactor fractured, the threaded end of the slaphammer fractured, and the screw of the stem extractor doesn't thread easily, it is thought that it may be bent. There was no delay in surgery. No further information has been provided at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.